Event description:
It was reported that during preparation, when removing the protective sheath of a 3.5x15 multi-link 8 stent delivery system (sds), while it was not difficult to remove the sheath, it was noted that the stent was not on the balloon; the stent was not in the protective sheath and could not be located, but is believed to have fallen off somewhere in the cath lab. A non-abbott sds was used to complete the procedure. There was no patient involvement and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.